Event description:
It was reported that after replacing a pod, the patient did not receive a bolus. No impact to the patient's blood glucose levels were reported. As treatment, the patient placed a new pod.

Manufacturer narrative:
Cloud data for the day of 14jan2026 was downloaded and reviewed. Review of the cloud data found that multiple boluses were started and completed on 14jan2026. Review of the patient history buffer (phb) data confirmed that the total pulses delivered count tracked by the pod incremented correctly based on the bolus volume after each bolus was delivered, indicating that the boluses shown in the cloud were successfully delivered. Though no issues were observed in the cloud data, it cannot be determined if attempts were made to program and start boluses that were unsuccessful. The exact cause of the reported event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.